Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 28, 2020. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added expiration date). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information). (Identification of evaluation codes 11, 3331, 4114, 3221, 4315). Method code#1: 11 - testing of device from same lot/batch retained by manufacturer. Method code#2: 3331 - analysis of production records. Method code#3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be performed. A representative retention sample was reviewed and electrically tested with no anomalies and all electrical tests within specification. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-u.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular during vein harvesting, there was smoke and spark observed on the device. There was 2 minutes delay. The product was changed out. The surgery was completed successfully.